Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was one spark from the connection between the wire and the diathermy coil. It was discovered the high frequency-cable, bipolar broke. The issue was found during a therapeutic, proposal of a modified transcervical endometrial resection procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to improper handling/excessive force, in combination with wear and tear. Olympus will continue to monitor field performance for this device.